Event description:
New etq record created in order to update etq (legacy system) complaint (B)(4). Reason for original complaint ¿ asr revision; asr resurfacing - right; reason(s) for revision: alval / soft tissue reaction. This is the 1st of 2 revisions - please note we are yet to receive any details of a second revision, but this patient is a resurfacing to xl patient, when the resurfacing head was revised the xl head, stem and adaptor sleeve were implanted. The cup remained in situ - please see attached document. Please note product 2 is a large mod head adapt. Bi-lateral patient - please see dint (B)(4) for 1st left side revision and dint (B)(4) for 2nd left side revision. Update received: (B)(4) 2014 - cross referenced, amended cup and head product codes and lot numbers, advised cup remained in situ till 2nd revision, so marked cup complaint category - product related as non contributing - implant not removed. Resurfacing to xl patient - this is the 1st of 2 revisions where the cup remained in situ, please see (B)(4) for 2nd revision of revision of xl products including cup.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4) depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy still considers the investigation closed. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision; asr resurfacing - right hip; reason for revision: alval/soft tissue reaction.